Event description:
It was later reported that the concomitant lead (model 158/65) was caped due to a possible insulation break leading to noise. As a result of the noise, the device charged repeatedly and delivered multiple aborted shocks which led to battery depletion.

Manufacturer narrative:
Evaluation summary: the battery voltage for this device was found to be at normal eol (end of life) based on device usage. The header wires of the device were x-ray inspected and no anomalies were noted. It is suspected that the reported noise was a result of a lead fracture. Hence, the device oversensed, misdiagnosed episodes of fib, delivered inappropriate therapy and depleted the battery.

Event description:
It was reported to st. Jude medical that when the device was interrogated, the battery voltage was n/a and an alert message stated that the device was at eol. Extended charge time was also observed. Since diagnostics were last cleared it was noted that the ICD had 60 high voltage charges, the pt had paced 83% of the time in the atria and 79% in the ventricle. Distributor recommended the device to be explanted immediately or program it to defib off/pacer off.